Event description:
A malfunction alarm was reported for a pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer with resetting the pump and provided instructions for future issues. After the reset, the malfunction code did not recur, and the customer was able to continue using the pump. The customer was advised to contact support if the issue happened again, and they acknowledged the instructions.